Event description:
[Sofia 2] treatment under emergency use authorization (eua): the tests are not only reading a extremely high positivity rate, but on retest they will give you a positive on a completely different virus. We are seeing this lot used at all of the (B)(6) and all are experiencing the same. Product name is the quidel sofia 2. We have kept record of tests and re tests and 3rd retests and the inconsistency is across the board. FDA safety report ID# (B)(4).